Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve separated from the minicap transfer set. This occurred during patient use. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye. Functional testing was also performed which included leak testing, clear passage testing, and clamp function testing. The reported condition was verified. The cause of the condition was determined to be broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.